Event description:
The plunger on the cement gun did not function properly. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: the results of the eval indicated that improper function of the device was attributed to a broken leaf spring component. The cause of the failure was not determined but is believed to have been the result of extensive use and normal wear and tear.